Manufacturer narrative:
The returned device was evaluated and the device was partially deployed. The pink slide insert was observed in the viewing window and the linkage assembly was observed in the deployed position. The hard cannula was observed to be exposed out of the bottom housing window. The exposed portion of the soft cannula was observed to be damaged by the exposed hard cannula. (Figure 3) upon removal of the top housing, the hard cannula was observed to not have fully retracted and was incorrectly installing into the slide retract. Download data showed no timeouts or drive stalls and no alarms were generated.

Event description:
A patient reports while wearing a pod they had felt sharp pain at the pod infusion site. In addition the patient reports the pods needle guard had not come off when they had activated the pod.